Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that about 5 weeks ago or so they got a massage and the gal pushed so hard on the side of their hip and put pressure there and since then they had been having a lot of pain in their leg and buttock. The patient said they knew the device wasn't working very good anymore and they tried increasing stimulation 15 points but it didn't do any good. The patient mentioned that they had to have their device removed and moved to the other side of the body because of the pain in the buttock and leg. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue. The patient asked if they should see a different healthcare provider because they were not happy with the one they had and they didn't care to go back there. The patient was able to successfully connect with the implant and check battery levels, battery status read ok. The patient also mentioned that sometimes when they got up from a sitting position it would kind of shoot through there and they were almost certain it was connected with the device. The agent reviewed information regarding clinical summary.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.